Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. No unexpected off no power noted. Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/compromised force sensor test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer called to report multiple motor error alarms and wanted the device replaced. Customer's blood glucose reading was 86 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and will be returned for analysis.